Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, customer re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that the cartridge connector was stuck and did not come off from the cartridge tubing. Air bubbles were also observed in the infusion set tubing and insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that multiple minimum fill notifications occurred after the user filled multiple cartridges with 150 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg. Customer reverted to manual injections for insulin therapy.